Manufacturer narrative:
The reference c21691 has been allocated to this case by rayner. The verbatim report received states "the surgeon who was using the injector noted that the last half of the iol came out very quickly out of the injector, hitting the posterior capsule and contributing to a posterior capsule rupture (but there was no vitreous loss"). Axial length, glaucoma, pseudoexfoliation, diabetes mellitus, anterior chamber depth, surgeon's experience, and previous pars plana vitrectomy are all identified as possible causes of posterior capsule rupture in published literature. The rayner rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "explosive expulsion of lens" resulting in capsule rupture; plunger advanced too quickly and forcing jammed plunger during iol insertion. Lens delivered in 's' orientation is also identified as a possible cause of capsule rupture within the risk analysis. (B)(4). The injector was retained and returned to rayner for evaluation. Preliminary inspection of the returned injector showed that the movable flaps were closed, and that the plunger was fully retracted. There was also evidence of viscoelastic use observed. The iol was not included with the return (the iol associated with this event was confirmed as having been discarded following surgery). To facilitate further testing of the returned product, the injector was disassembled, and its parts were inspected under 10x magnification. This inspection did not identify any damage to injector components. To facilitate further testing, the injector was re-assembled, and a sample of rayone aspheric rao600c, +24.5 d from rayner stock was loaded and injected as per the IFU. The injection was successful, with no damage to the lens or to the injector post injection. Following the testing injection, a methylene blue dye test was performed on the injector nozzle. This test confirmed that the nozzle was fully coated. Testing of the returned device confirms that the injector performs as intended, and the lens exited the injector nozzle in a smooth manner. Rayner has been unable to replicate the reported event of explosive expulsion of the lens. From the device testing performed, we can find no evidence of a device related cause of reported event. The root cause of the event cannot be established from the product inspection inspection/ testing performed.

Event description:
On (B)(6) 2021, rayner intraocular lenses limited received notification from a UK healthcare facility of an event that occurred during use of a rayone toric rao610t. The event description provided states "the surgeon who was using the injector noted that the last half of the iol came out very quickly out of the injector, hitting the posterior capsule and contributing to a posterior capsular rupture (but there was no vitreous loss"). Note: rayone toric rao610t is not available in the us; however, the optic and haptic diameters are the same as models of rayone available in the us therefore the device is considered similar and the event is being reported.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The verbatim report received states "the surgeon who was using the injector noted that the last half of the iol came out very quickly out of the injecor, hitting the posterior capsule and contributing to a posterior capsule rupture (but there was no vitreous loss"). The iol was discarded following explant; however, the injector has been confirmed as available for return. Rayner has requested the return of the injector for evaluation. Axial length, glaucoma, pseudoexfoliation, diabetes mellitus, anterior chamber depth, surgeon's experience, and previous pars plana vitrectomy are all identified as possible causes of posterior capsule rupture in published literature. The rayner rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "explosive expulsion of lens" resulting in capsule rupture; plunger advanced too quickly and forcing jammed plunger during iol insertion. Lens delivered in 's' orientation is also identified as a possible cause of capsule rupture within the risk analysis. The UK royal college of ophthalmologists national ophthalmology cataract audit report 2020 gives a rate of (B)(4) for posterior capsule rupture. In comparison, rayner's rate of posterior capsule rupture for all its rayone hydrophilic acrylic models in the period january 2017 - september 2021 is (B)(4). The root cause of posterior capsule rupture has not been established at the time of this assessment. Investigation is ongoing.

Event description:
On (B)(6) 2021, rayner intraocular lenses limited received notification from a UK healthcare facility of an event that occurred during use of a rayone toric rao610t. The event description provided states "the surgeon who was using the injector noted that the last half of the iol came out very quickly out of the injector, hitting the posterior capsule and contributing to a posterior capsular rupture (but there was no vitreous loss"). Note: rayone toric rao610t is not available in the us; however, the optic and haptic diameters are the same as models of rayone available in the us therefore the device is considered similar and the event is being reported.